Event description:
As reported by clinical specialist, intraclude device, icf100 had a malfunction during a mitral valve procedure. As per information received from (B)(6), intraclude occlusion balloon used in minimally invasive mitral valve surgery was compromised during surgery. The outermost layer appears to have been sheared by the hemostatic valve, causing the balloon to lose pressure during surgery, and then be unable to completely deflate it for removal. The deflation while the patient is on bypass may cause compromised cerebral perfusion. No further details were available at the moment.

Manufacturer narrative:
As reported by clinical specialist, a icf had a malfunction during a mitral valve procedure. As per information received from ahs (alberta health service), intraclude occlusion balloon used in minimally invasive mitral valve surgery was compromised during surgery. The outermost layer appears to have been sheared by the hemostatic valve, causing the balloon to lose pressure during surgery, and then be unable to completely deflate it for removal. The deflation while the patient is on bypass may cause compromised cerebral perfusion. As per follow up during procedure was used a coronary sinus balloon, that was damaged during insertion, there are no allegations of product deficiency ((B)(4)). No further details were available at the moment. Evaluation: inspection of the balloon found it to be partially inflated and filled with blood. No visible damage was noted on the balloon but air leakage from inflation to the infusion lumen was detected when pressure was applied to the balloon. The complaint that the balloon would not remain occlusive was confirmed. The device is being sent back to the manufacturer for further analysis. Trends for this issue are in control and will continue to be monitored. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.